Event description:
Pt was diagnosed with a left ureteropelvic junction obstruction. On 6/22/98, dr performed a cystoscopy, retrograde pyelogram, retrograde acucise endopylectomy and 7x28 french ureteral stent placement. Subsequent to the procedures, the pt experienced discomfort. On f/u intravenous pyelogram, pt was noted to have a fragment in left renal pelvis. A computer tomography scan was also done to confirm the finding. On 8/11/1998, pt was scheduled for a ureteroscopy and percutaneous nephrostomy with removal of foreign body. Foreign body was identified as a latex cone shaped tip which covers the distal lumen of the acucise reduced profile catheter.